Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 40 mg/dl, 176 mg/dl. The customer ate a slice of watermelon and food to treat the low blood glucose. The customer declined the troubleshooting because customer's blood glucose was okay and because it was already treated. There was change sensor alarm. The product will not be returned for analysis.